Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6) stating that the device had hose damage. It is known that the device was being used during surgery. It is known that there were no injuries; however, it is unknown if there was medical intervention or surgical delay related to the event. No additional information available